Event description:
A missing high and low alarm issues with the freestyle libre 2 reader. A caller reported that the reader alarm failed to trigger when their blood glucose was 35 mg/dl and as a result, the customer became hypoglycemic, fell into sugar shock, and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high and low alarm issues with the freestyle libre 2 reader. A caller reported that the reader alarm failed to trigger when their blood glucose was 35 mg/dl and as a result, the customer became hypoglycemic, fell into sugar shock, and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.